Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated that she changed her infusion set and blood glucose was in the 400-500 mg/dl. Customer stated she continued to treat but the blood glucose was not coming down. Customer stated that she used pen shot to treat however the both insulin and pen were expired. Customer current blood glucose was 421 mg/dl. Customer last blood glucose was 373 mg/dl. Customer called back to do troubleshooting for high blood glucose. Customer's blood glucose was 117 mg/dl. Customer's symptoms for high blood glucose were nauseated, feeling tired and throwing up. Troubleshooting was done. It was found that the customer had 2 bent cannulas. The customer will monitor the insulin pump and advised the customer to replace infusion sets and reservoir. Customer called back and assisted to perform high pressure test and the insulin pump passed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.